Event description:
It was reported to boston scientific corp in 2009, that a gemini stone retrieval paired wire/helical basket was used for a ureteroscopy procedure. According to the complainant, the proximal end of the retrieval basket's sheath detached inside the pt's ureter. The stone was removed with the retrieval basket and the detached portion of the sheath was removed with a grasper. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for eval. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant info received, a supplemental medwatch will be filed.